Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when attempting to check the status using the therapy application, ¿communicator not found¿ was displayed. There were no known environmental, external, and patient factors that may have caused the event. All applications on the handset were closed and the therapy application was reopened, but ¿communicator not found¿ was displayed. After guiding a restart of the handset and a reset of the communicator, it operated normally and the therapy application could be opened. The issue was resolved at the time of the report. Although the stimulator was charged at the same time every day, on the day of the report the charge level remained at 100%. There were no known environmental, external, and patient factors that may have caused the event. As stimulation had been turned off, it was changed to on. It was explained that on/off switching can sometimes occur due to anti-theft gates at supermarkets and similar locations. The patient stated that they had not noticed it was off because the underlying disease pain is mild and the stimulation intensity of the stimulator is also low. It was also explained that the stimulator may occasionally turn off unexpectedly, and the patient was asked to check the status of the stimulator periodically. The issue was resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that therapy was currently on and treatment was being performed with group b. It was unclear whether switching from stimulation off to on has had any effect, but the patient seemed slightly unwell, and an inquiry was made as to whether switching to group a would be appropriate. The question was asked because it was thought that group a might have higher stimulation values than group b and therefore be more effective. However, the attending physician had also stated that because the patient is elderly, adjusting stimulation frequently would be difficult and the patient does not need to adjust stimulation themselves. The caller (a family member) stated that they had not been told in what situations group a should be used and asked whether changing it now might worsen the patient¿s condition. It was explained that the call center cannot advise when group a should be used and that this should be confirmed with the attending physician, and an apology was given. Although it was mentioned that stimulation adjustment might not be necessary for an elderly patient, the caller was advised to consult the attending physician regarding whether family members may adjust stimulation in accordance with the patient¿s condition going forward. As the allowable range for stimulation adjustment on the controller is determined by the physician, it was explained that worsening of the patient¿s condition from changing groups or adjusting stimulation is unlikely; however, it was still recommended to confirm with the attending physician before making any changes. It was reported that the patient¿s condition did not appear to require urgent medical attention, and the caller planned to consult the physician once the hospital opens the next day.